Event description:
It was reported that during a right superficial femoral artery treatment procedure, balloon removal difficulties occurred. The target lesion was calcified and 100% stenotic. The blood vessel demonstrated average tortuousity. The 6f/90cm introducer sheath and guidewire were used to approach the lesion from the left brachial vein. After the guidewire crossed the lesion, the balloon was inserted and inflated about 10 times to 6-15 atms. After the inflations, the physician attempted to retrieve the balloon into the sheath, but was unsuccessful. He subsequently inflated the balloon at low pressure and deflated it again, then attempted to retrieve the balloon into the sheath again, but was again unsuccessful. The physician ultimately removed the balloon and the sheath together as a unit. The procedure was successfully completed. It was reported that there were no injuries or complications for the pt. Pt status is reported as "good".